Manufacturer narrative:
No product was returned for investigation. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after CABG x 5 was performed, impella 5.5 was placed via direct aortic route. In ICU, the patient had sustained ventricular tachycardia followed by sinus tachycardia. Amiodarone was added. The patient continued impella support and was successfully weaned and explanted as planned